Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid with concentration 12 mg at a dose rate of 5 mg via an implantable pump for non-malignant pain and failed back syndrome. It was reported that the pump was flipping. The pump was re-anchored. It was further reported that the catheter was partially explanted. The pump connector had looked thin/stretched so the connector was replaced with new. The healthcare provider had discarded the catheter component. There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting had been performed. The issue was resolved. The patient was without injury regarding their status as of 2020. The patient's weight and medical history were noted as having been requested but were unknown.